Manufacturer narrative:
(B)(4). Method: the bc192 flexitrunk infant nasal tubing and the complaint bc801 flexitrunk infant nasal mask were returned to fph in (B)(4) and were visually inspected. The dimensions of the mask and the midline cannula housing were also measured and compared against the drawing specifications. The complaint bc801 nasal mask had also undergone double loading test by fitting it to the returned bc192 nasal tubing and attaching another sample of bc801 nasal mask to the complaint bc801 nasal mask. A gas flow of 8 liters per minute was subsequently applied to the set-up for six hours. Results: the dimensions were all within specifications. The midline cannula housing was able to retain twice the mask's weight without detaching from the set-up. A lot check was not performed as lot information was not provided. Conclusion: no fault was found to the returned bc192 flexitrunk infant nasal tubing and bc801 flexitrunk infant nasal mask. The fault reported by the medical center is most likely due to loose bonnets or incorrect size of the flexitrunk used with the patient. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc801 flexitrunk infant nasal mask fell off frequently and became "very flimsy" during use. The patient was on a warmer when the incident occurred. The warmer had an air temperature of 36°c and relative humidity of >70%. It was also observed that the mask became more stable once it was out of the warmer and cooled down. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc801 flexitrunk infant nasal mask from the medical center. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc801 flexitrunk infant nasal mask fell off frequently and became "very flimsy" during use. The patient was on a warmer when the incident occurred. The warmer had an air temperature of 36 deg c and relative humidity of >70%. It was also observed that the mask became more stable once it was out of the warmer and cooled down. No patient consequence was reported as a result of this incident.